Event description:
It was reported by the patients daughter that the patients implantable cardioverter defibrillator (ICD) "had moved" and inquired how to proceed. The caller was advised to contact the patients physician regarding the situation. Multiple follow-up attempts were made to the patients clinic with no response. The device currently remains in use and unable to further verify if the patients device has moved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.